Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported medical event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) level rose to greater than 500 mg/dl between 24 and 36 hours of wearing the pod. The patient was experiencing vomiting, heart racing, anxiety, nausea, and not feeling well. On the morning of (B)(6), 2025, 911 was called, and the patient was brought to the hospital. The patient was diagnosed with high bg and dehydration. As for treatment, the patient received an insulin drip and saline. The patient was discharged in the afternoon on (B)(6), 2025.